Event description:
The reporter contacted animas on (B)(6) 2013, alleging the pump was not working and the patient had been discontinued from insulin pump therapy (ipt) and was begun on manual injections for insulin delivery. The reporter stated she did not believe the pump was delivering the basal rate. The reporter alleged the patient¿s blood glucose (bg) had elevated over the past 24-to-48 hours, going as high as 540 mg/dl with moderate ketones. The reporter stated the elevated bg was treated with injection of insulin. The reporter stated the site/set was changed with no issues note and no improvement of the bg level. Troubleshooting by customer support revealed all settings were as intended and no issues were found with operation of the pump. The reporter denied change in diet, weight, activity or medications and denied recent illness. The reporter stated the patient¿s healthcare provider made minor changes to the pump settings on (B)(6) 2013. The reporter stated loss of faith in the pump. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy and the reporter alleged a pump malfunction.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed a replace cartridge alarm on (B)(4) 2013 at 18:50. Deliveries were resumed (B)(4) 2013 at 20:23. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 29 hours with no issues. Investigation was unable to duplicate the complaint.